Manufacturer narrative:
The date of event is exact.

Event description:
Information received via a healthcare professional from a clinical study reported intermittent pain around the neurostimulator pocket/around the device but indicated it was positional and "move[d]" when the device "move[d]." It was noted when the device "move[d]" she had pain. No actions had been taken and there were no hospitalizations related to the event. No diagnostic tests were performed. Etiology was noted as neurostimulator pocket. The outcome was considered ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported intermittent pain around the neurostimulator pocket/around the device but indicated it was positional and "move[d]" when the device "move[d]." It was noted when the device "move[d]" she had pain. No actions had been taken and there were no hospitalizations related to the event. No diagnostic tests were performed. Etiology was noted as neurostimulator pocket. The outcome was considered ongoing. The patient's indication for use was epilepsy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported elective epilepsy monitoring unit (emu) monitoring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.